Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device was returned to flex repair site and the following failures were diagnosed: motor needed to be replaced. Investigation showed the motor speed was unstable. There was no adverse event reported as a result of this malfunction.